Event description:
Customer reported receiving an error alarm during the manual prime. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 222 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was also received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.